Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: after reassessment, it was found that this device did not contribute to the reported event and are considered not reportable if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
After reassessment, it was found that this device did not contribute to the reported event and are considered not reportable.

Manufacturer narrative:
(B)(4). D10: item # 0100013209, durasulâ®, alpha insert, ii/28, lot # 2110334. Unknown item #, unk cup, unknown lot. G2: report source australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported patient underwent hip revision approximately 21 years and 6 months post implantation due to psoas impingement and abductor failure. Attempts have been made and additional information on the reported event is unavailable at this time

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. D10: item # 0100013209, durasulâ®, alpha insert, ii/28, lot # 2110334. Item # 0100024452, fitmore shell with fins 52/ii, lot # 2109291. Item # 2843, alloclassic sl stem, lot # 2127242. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.